Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy, blood was confirmed in the stat guard. The iab was removed because it was not possible to determine whether blood had entered the stat guard or if it was inside the iab. A new iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and dried blood within the stat gard sleeve. No blood was observed inside the iab catheter. The extender tubing was also returned. Two kinks were found on the catheter tubing and inner lumen approximately 56.9cm and 75.9cm from the iab tip. An underwater leak test of the stat gard sheath seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal into the statgard sleeve. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).